Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate. It was reported that two unspecified 30ml syringes were filled for the delivery of a total of doxorubicin 114mg/57ml, via IV push. The customer contact reported that the male adapter of a needleless valve connector connected to the first syringe was connected to the clave secondary port on the cassette of the tubing set for delivery of 28ml of doxorubicin. After the delivery was complete, a second syringe was connected to a needleless valve connector connected to the clave secondary for delivery of 29ml of doxorubicin. No specific details were provided. At this time, it was reported that when the nurse checked for a blood return prior to the delivery, the nurse noted some slight resistance. It was reported that during the delivery, the nurse again noted resistance. The customer contact indicated that after 27ml of solution was delivered, the nurse noted an increase of resistance. At this time, it was reported that solution leaked at the connection of the needleless valve connector and the clave secondary port. It was reported that the nurse disconnected the needleless valve connector from the clave secondary port and solution leaked from the clave secondary port; however, the leak of solution was contained in a piece of gauze. It was reported that a total of 2-3ml of solution leaked. At this time, the customer contact reported that the silicone sleeve of the clave port remained in the depressed position. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 380485h and 360065h. This report represents all the information known by the reporter upon query by hospira personnel.